Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The patient presented with abdominal pain. A CT revealed that the previously implanted aneurx stent graft had migrated. The physician treated the patient the following day by adding an endurant cuff; however, the endoleak was not resolved. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).